Event description:
It was reported by the customer's biomed that the device would not power on when plugged into ac mode. This issue was discovered during pt transport at the hospital. There was no compromise to pt care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.